Event description:
It was reported that, in (B)(6) 2014, the patient¿s pump malfunctioned. Specific details regarding the pump malfunction were not reported. The patient experienced withdrawal and terrible pain. The patient¿s healthcare provider (hcp) checked her pump and determined that she needed a new pump. On (B)(6) 2014, the patient had a stroke and/or a seizure while driving her car and, as a result, had a car accident and experienced memory loss. It was stated that the accident was not related to the pump therapy. However, the causes of the stroke and/or seizure were not reported. The patient was in the hospital for approximately one month. At the time of this report, the patient was taking oxycodone and 2 ms-contin per day. The patient was currently looking for a healthcare provider (hcp) to replace her pump. It was noted that, at the time of the report, the patient¿s pump was empty. However, it was also stated that there might have been dilaudid or morphine left in the pump. The reporter was unsure, as she had memory issues. It was unclear what drugs the pump contained at the time of the event. Additional information, including interventions or troubleshooting performed and the patient outcome, were not reported. Additional follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11151r59, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was later reported that, at the time of this report, the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She was trying to get the home care agency to set up visits for pump refills, as the patient's hcp was 3 hours away.